Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had "black dust" covering some portions of the pump screen. Due to this issue, the customer reported that it was difficult to read parts of the text on the screen. The customer did not believe anything was wrong with the pump display itself, but that there was dust stuck in between the screen protector and the screen. Upon follow up, the customer confirmed that the display issue was on the screen itself. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.